Manufacturer narrative:
St jude crtp implanted: (B)(6) 2014. St jude lead implanted : (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: st jude crtp, implanted: (B)(6) 2014. Unknown competitor lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial lead and right ventricular lead were removed due to infection. The organism was identified as (B)(6). No further patient complications have been reported as a result of this event.